Event description:
It was reported that, the subject device leaked through the cable around video connector. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation found that the product specifications were met. Based on the results of the investigation, it is likely that a definitive root cause cannot be identified. A device history review revealed no issues that could have caused or contributed to the reported issue. It was confirmed that the device was shipped in conformity within the specification. This issue is addressed in the instructions for use (IFU): IFU (gt8405) "important information ¿ please read before use precautions against frozen or lost endoscopic images. [Warning] never clean, disinfect, sterilize or store this camera head together with sharp-tipped instruments (tweezers, forceps, knives, etc.). Doing so could scratch or tear holes in the camera cable, that could allow water to penetrate and damage electrical circuits inside the camera head." Olympus will continue to monitor the field performance of this device.